Manufacturer narrative:
Device is a combination product. Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the very calcified left anterior descending artery. Following pre-dilatation using a non-compliant balloon catheter, a 3.00x20mm promus element¿ plus drug-eluting stent was advanced but failed to cross the lesion. The device was removed and additional pre-dilatation was performed using a semi-compliant balloon catheter. The 3.00x20mm promus element¿ plus drug-eluting stent was then re-advanced but still failed to cross the lesion. The device was removed again and another non-compliant balloon catheter was advanced and it was then noted that the distal stent struts were protruding. The procedure was completed with a non-bsc stent. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR.: promus element plus ous, mr, 3.0x20mm, stent delivery system was returned for analysis. A visual examination of the crimped identified proximal stent damage; struts 1-2 from the proximal end were lifted in a distal direction. The undamaged crimped stent outer diameter was measured and was within the maximum crimped stent specification indicating that there were no issues with the crimp stent profile. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found no issue with the hypotube. A visual and tactile examination found no issue with the shaft polymer extrusion. The bi-component bond showed no signs of damage or strain. A visual and tactile examination found no damage to the tip. No other damage noted during analysis. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was further reported that the target lesion was 80-90% stenosed and was located in the moderately tortuous and severely calcified left anterior descending artery.